Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia of value over 400mg/dl. Customer's other blood glucose value was around 200mg/dl. The customer was declined to troubleshooting. The customer was treated with syringe. Customer reports they did receive a sensor updating or sensor glucose not available alert. Customer also stated that insulin was leaked at from infusion set and they changed the infusion set. The device will not be returned for analysis.